Event description:
A surgeon reported an unexpected refractive surprise following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who indicated the iol did not cause or contribute to the event. He stated the event may potentially be due to the axis or location of the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).